Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed with the health care professional (hcp) that the lead impedance trend showed stable impedances and noted possible troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.